Event description:
Catheter has a leak at the 32cm.

Manufacturer narrative:
The complaint of a leak (partial break) in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a partial break in the catheter tubing. The location of the partial break is located between the 31 and 32 cm depth markers. The partial break sites is nearly perpendicular to the axi of the tubing . The tubing surrounding the partial break site is slightly compressed and has rounded edges. It appears that the catheter was subject to fatigue failure, which is the gradual fracture of a component tha tis under cyclic loads. When a catheter is kinked or bent, the tubing on the inside of a kink would be under compressive loads causing friction and material wear. Flexural fatigue appears to have attributed to the partial break site int he catheter tubing. A lot history review (lhr) of rexb0415 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rexc0415) have been reported from one (B)(6) facility.